Event description:
During oral surgery, the stryker hand drill was to be used. Once rotation of the burr was initiated in the hand piece, the burr bent in half and spun in an unintended direction causing injury/lacerations to the right floor of mouth and right upper lip just above the commissure. The injury to the floor of mouth was linear and approximately 2 cm long and in a vertical fashion. The injury to the upper lip was thru the vermillion border in a triangle shape about 1 cm by 1 cm.